Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure were bent pins in the connector. The root cause for the bent pin was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.